Manufacturer narrative:
Other, additional information: a1, b3, b5 and h6 (patient code).

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the latch/lock sensor was found to be inoperable.. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with error code 41541 and then lost power. There were no reported adverse events.